Event description:
Customer reported to beckman coulter, inc. (Bec) that reagent probe "b" of the unicel dxc 600 synchron system was leaking fluid. Customer reported that fluid leaked down onto the reagent probe drip tray and onto the evaporation covers. Customer reported the leak was not contained in the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the waste valve for probe b.

Manufacturer narrative:
(B)(4).